Manufacturer narrative:
H3: the most likely cause for the alleged prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal notification, the patient received a faulty prosthesis that is affected by the recall. No revision surgery has been scheduled. No other information available at this time.